Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection revealed that the tip of the device was broken and therefore, did not meet specification. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 event date: the event occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was damaged; further described as ¿when the set is disconnected from the " three way" the set broke." The issue occurred during preparation. There was no patient involvement. No additional information is available.